Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a cholecystectomy, clips were scissoring. There were no adverse consequences to the patient.